Event description:
Patient was placed on cvvh (continuous veno-venous hemofiltration) machine. Equipment began to alarm. When inspected, it was identified that the filter had blood in the bottom and the filter increased in size. The tubing and filter were changed. No patient harm was noted. Product lot number was identified, and all the filters in stock with the same lot number were pulled. The filter from this event was not saved.